Event description:
The customer stated, he was hospitalized for high blood glucose levels. Associated symptoms were vomiting, chest pain and headache. Prior to the hospitalization, the customer stated the battery was only lasting about one week. Troubleshooting was performed and the insulin pump passed the prime test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.